Manufacturer narrative:
Bayer case number: (B)(4) severe, localised, stabbing pain on the right side [pelvic pain female] severe fatigue [fatigue extreme] uterine swelling. [Uterus enlarged] pain during insertion with no general anaesthesia [procedural pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-nov-2025. The most recent information was received on 05-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe, localised, stabbing pain on the right side") in a 54-year-old female patient who had essure inserted (lot no. A6682) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("pain during insertion with no general anaesthesia"). On (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("severe fatigue"). Essure was removed on (B)(6) 2016. On unknown date she experienced uterine enlargement ("uterine swelling."). The patient was treated with analgesic (benzocaine, phenazone) as well as surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain was resolving. The outcomes for fatigue, uterine enlargement and procedural pain were unknown. The reporter considered procedural pain to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, fatigue or uterine enlargement. The most recent follow-up information incorporated above includes data received on: 05-nov-2025: upon receipt of new follow up it was confirmed that argus cases (B)(4) & (B)(4) are duplicate of each other therefore argus case needs to nullify from argus database. All source documents, references, events, reporters, lot number & all other relevant information has been transferred to retention case. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Severe, localised, stabbing pain on the right side [pelvic pain female] severe fatigue [fatigue extreme] uterine swelling. [Uterus enlarged]. Pain during insertion with no general anaesthesia [procedural pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("severe, localised, stabbing pain on the right side") in a 54 year-old female patient who had essure inserted (lot no. A6682) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("pain during insertion with no general anaesthesia"). On (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required) and fatigue ("severe fatigue"). On unknown date she experienced uterine enlargement ("uterine swelling."). The patient was treated with analgesic (benzocaine, phenazone) as well as surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving. The outcomes for fatigue, uterine enlargement and procedural pain were unknown. The reporter considered procedural pain to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, fatigue or uterine enlargement.. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.